Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The product details were not provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that she ran a control test with the ascensia meter. No specific product details or readings were provided. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.